Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was 148 mg/dl at the time of the call. The customer was assisted with rewinding the pump. The customer stated that the bolus was not programmed before the pump alarmed. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with an error alarm due to cold solder joint on mother board. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.